Event description:
The customer observed falsely elevated architect ca19-9xr results for one patient. The pregnant patient was being seen by the doctor for intestinal discomfort. The customer provided the following falsely elevated ca19-9 results (u/ml): initial: 61.97 u/ml, retest: 60.36 u/ml a new specimen was drawn and tested: initial 31.87 u/ml, retest 32.37 u/ml no adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed utilizing a representative lot (30042m500), since the lot number was unknown by the customer. Testing met the acceptance criteria and determined the reagent is performing acceptably. In addition to the accuracy testing, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The customer was directed to specific sections of the package insert which highlight the limitations of the procedure and product warnings and intended use. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent, list number 02k91, was identified.